Event description:
It was reported to ge that the system was producing poor quality images. Upon investigation, the field engineer determined that the collimator configuration was not properly updated when the system software was last reloaded. No misdiagnosis or serious injury was reported as a result of these poor quality images. The field engineer failed to follow proper procedures when reloading the system software. The correct collimator configuration was installed and the system is operating within its specifications.